Event description:
The customer reported that the device failed to cauterize as per intended use during a gastric bypass. Another device was used to complete the procedure without incident. There was no pt injury. The site has no more info regarding this incident.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.